Event description:
It was reported that a physician in training attempted an arteriotomy closure using the starclose device during an abdominal diagnostic procedure. The vessel locator button would not engage and would not stay down. The physician cut the sheath to take out the starclose device. A perclose device was used successfully to complete the procedure. There were no pt adverse effects. No additional info available.

Manufacturer narrative:
The received device contained damaged or deformed components, which limited the amount of release rod movement, thereby not allowing full safety release button engagement with the vessel locator button. This condition, undetermined if it were a malfunction of the device, would allow the vessel locator to collapse and not stay deployed. There were no other mechanical abnormalities noted. The root cause for the observed deformities/damage was not determined from the device investigation and there was no abnormality noted during the lot build device history review (DHR) review.